Manufacturer narrative:
The ipg communicated and charged normally with lab standard equipment. The charging system displayed the ipg battery age light. X-ray analysis revealed broken feed through wires for channels 2 through 16, which is consistent with damage occurring during the explant procedure. The ipg passed all parameters of the autotest once the ipg header was bypassed. A discharge test was conducted, and the remaining battery capacity exceeded the expected requirements, which is a minimum of 24 hours when the device is 10 years old or more, therefore, the ipg battery is considered to have normal battery depletion. Per the additional information received, this event no longer meets the reportability criteria.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg would no longer provide therapy for 24 hours between charges. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.